Event description:
In the spring of 2019, I was given a course of 15 bilateral electroconvulsive therapy treatments for depression in bipolar disorder. Whilst going through this treatment I became confused, agitated and violent having punched holes in walls and getting police called, became suicidal and irritable with racing thoughts, as well as fantasized about crashing my car into a tree. During and after I told them to stop at my 15th treatment I was left with severely disabling symptoms that included permanent gaps of my memory around the time of treatment and extending 3 years prior to the treatments. This treatment gave me very severe and persistent chronic anhedonia/apathy/emotional blunting along with cognitive fog, chronic migraines, attention issues and day to day memory issues. As well as long term chronic increase in irritability and agitation. I am now coming on 6 years out from ect permanently disabled by this treatment and am on my second try at applying for disability. I can no longer work or support myself which I just a month prior to having this treatment could work and had been for years prior.